Event description:
Per the original reporter in uf #: (B)(4), it was reported that the, "g-tube was discovered to have dislodged. Upon investigation by medical personnel, the balloon was found to have a hole and had become deflated. This made it so that it slipped out by itself. The g-tube was still considered critical and patient had to have new g-tube placed by surgeon at the bedside. Patient was unable to get needed meds and food during the time that the g-tube wasn't working. It was discovered when meds and formula were found to have made swaddle blanket wet".

Manufacturer narrative:
This report is a response to medsun report # (B)(4) which was received by amt from the FDA on 11/10/2024. The occurrence was originally reported to amt on 07/08/2024 by the same initial reporter. It was originally reported that this device was in use for 15 days from 06/14/2024-06/29/2024 before balloon failure occurred, while the information marked in the medsun report stated the device was in use for 1 day. For reporting purposes, the device life of 15 days and occurrence date of 06/29/2024 were reported in this form. It was reported that the device was replaced, and that no patient injury occurred. It is noted there was a delay in feeds and medication, but this was promptly restored with the placement of a new device. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination and performed an inspection of the device once returned. A tear in the balloon wall was identified on the returned device. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Reporting information and device investigation can be found under complaint # (B)(4).